Event description:
The customer reported that the system is intermittently down, the x-ray is not working during operation or ccd camera is not ready.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.